Event description:
It was reported that the videoscope had a bad image, a purple wave like pattern appeared at the top edge. The issue occurred during preparation for use for an unspecified therapeutic procedure, which was completed using another device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's final investigation. Additional information added to the following fields: h3, h6. Corrected fields: b5, d10 (inadvertently missed), h6 (replace previously submitted problem code). The device was returned to olympus for evaluation and the customer's reported issue was not confirmed. However, it was confirmed that the image had roughness. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the reported event occurred due to a damaged image sensor unit. As for the cause of the damage, it is likely an irregular load was applied to the bendig section. The event can be detected by handling the device in accordance with the following the instructions for use (IFU): chapter 3 "preparation and inspection" 3.8 "inspection of the endoscopic system" and "inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the subject device had no image. The issue occurred, during preparation for use. For an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.